Event description:
It was reported the balloon in an arndt endobronchial blocker set did not inflate. On an unknown date, during preparation for a cryobiopsy procedure, the blocker balloon was test inflated. The balloon did not inflate or inflated very slowly. A different device was used to complete the procedure. The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address: - customer phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported to cook on 07jul2022 by a representative of the (B)(6) (spain) that the balloon of an arndt endobronchial blocker set (c-aebs-7.0-65-sph-as; lot: 14357158) did not inflate. During preparation for a cryobiopsy procedure, the blocker balloon was test inflated; however, the balloon did not inflate or inflated very slowly. Fogarty probes were used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one prior to use 7fr c-aebs blocker set. The device was leak tested, and the balloon inflated very slowly. The balloon was submerged in water, and no air bubbles were noted. A wire guide was used on the inflation lumen for the balloon. The lumen was obstructed at about the middle of the catheter. After some force, the wire guide went past the obstruction and pushed an unknown material into the balloon. The unknown material was sent to cook research institute (cri) for testing and found the material was nacl, salt. There are no cook procedures that would have introduced those elements into the lumen of the device. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution a review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: warnings ¿the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation.¿ precautions ¿care should be taken to ensure the balloon remains fully inflated during longer procedures." Based on the available information, inspection of the returned device, and the results of the investigation, a root cause was unable to be established. It is possible saline contributed to the obstruction, but it's unknown what the customer used to inflate the balloon. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.